Event description:
It was reported that at an insertable cardiac monitor (icm) device implant procedure the boston scientific representative was not able to pair with the device using the patient mobile monitor (pmm) or clinic mobile monitor (cmm). The boston scientific representative called boston scientific technical services (ts) for assistance. Ts advised to wait and reattempt connection and if the issue remains use a donut magnet to verify implant location. The boston scientific representative still could not connect and then found the icm device had not been successfully implanted. The icm device had jammed in the insertion tool and was never implanted. The insertion tool was broken and could not be used. Later the same day the patient was scheduled for another implant procedure. The pocket was reopened and another icm device was attempted implant. This implant was completed successfully without issue. The complaint device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Device has been returned and analysis completed. The evaluation conclusion code "unintended use error caused or contributed to event" was selected. This evaluation conclusion code was selected based on the field report and evidence of the insertable cardiac monitor (icm) device jamming in the insertion tool. This issue commonly occurs because the plunger is not pulled back fully to the hard stop when inserting the icm device into the tool. This is addressed in the instructions for use (IFU).

Event description:
It was reported that at an insertable cardiac monitor (icm) device implant procedure the boston scientific representative was not able to pair with the device using the patient mobile monitor (pmm) or clinic mobile monitor (cmm). The boston scientific representative called boston scientific technical services (ts) for assistance. Ts advised to wait and reattempt connection and if the issue remains use a donut magnet to verify implant location. The boston scientific representative still could not connect and then found the icm device had not been successfully implanted. The icm device had jammed in the insertion tool and was never implanted. The insertion tool was broken and could not be used. Later the same day the patient was scheduled for another implant procedure. The pocket was reopened and another icm device was attempted implant. This implant was completed successfully without issue. The icm device has been returned for analysis. No adverse patient effects were reported.